Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10-nov-2022. H6. Investigation summary: samples were received by bd for evaluation. A quality engineer was able to review the returned samples of syringes 10ml ll bns, product code 301029 from lot# 2178947, with the reported issue of ¿graduation marks on the barrel are inconsistent¿. The returned syringes were examined and exhibited ink rings. The root cause of this issue was identified as ¿improper setup of dr. Blade and scrapers¿ on the printer. Process engineers were informed regarding this complaint and have begun corrective actions. This is a low risk and non-functional defect as the ¿black ink¿ does not appear on nor affect the scale markings/legends of the syringe. The graduated scale has good quality, density, and is completely legible. A review of the device history record was completed for batch# 2178947. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 81 bd syringe 10 ml ll bns had scale markings that were inconsistent with inspection acceptance criteria. The following information was provided by the initial reporter: graduation marks on barrel of syringe are inconsistent with inspection acceptance criteria.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 81 bd syringe 10 ml ll bns had scale markings that were inconsistent with inspection acceptance criteria. The following information was provided by the initial reporter: graduation marks on barrel of syringe are inconsistent with inspection acceptance criteria.